Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 461 mg/dl. It was stated that the customer was experiencing unexplained high blood glucose for two days. It was stated that the events leading to her admission was thirsty and vomiting. Troubleshooting was performed. The time and date on the insulin pump was correct. Reviewed the alarm history and found excessive no delivery alarms. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 165 mg/dl, and she has treated with a manual injection. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.